Event description:
It was reported that the patient experienced an infection. As such, surgical intervention took place wherein the entire system was explanted to address the issue. The site of infection is unknown. The explant took place some years ago. Exact date of explant is unknown.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.